Event description:
It was reported that the patient had a loss of therapeutic effect and an increase in baseline pain in the low back and both legs. There was no known accident or incident related to this event. The reported the device ¿wasn¿t working right. I try the legs. I try the back. I¿m in a lot of pain all day.¿ this had been going on for two months ¿off and on ,¿ as of (B)(4) 2015. The patient met with the healthcare provider (hcp) and manufacturer¿s representative (rep) in december, and the rep. Made some adjustments and asked the patient to try those settings for a month. The patient couldn¿t get another doctor¿s appointment until (B)(6) 2015. The patient mentioned they have a ¿knot¿ back by the implant and that ¿something must be wrong.¿ it sounded like the patient stated ¿my wife said it won¿t close.¿ the patient was able to feel it in their back but not in their legs. They had it up to 4.0 and 4.50 and still couldn¿t feel it in their back, only in their legs. The patient stated ¿either they have to take it out or they have to fix it. One or the other.¿ a request was made to speak with the rep. The rep. Later reported that he was going to meet with the patient on (B)(6) at 2 p.m. The rep. Reported that he hadn¿t seen the patient in over six months ¿best case.¿ the rep. Met with the pati ent on (B)(6) and was able to reprogram his stimulator, and the batteries in his patient programmer (pp) were changed. That was the reason he couldn¿t adjust stimulation. The patient left happy and reported better pain relief. The hcp addressed the patient¿s knot in their back.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the this was not working well and they wanted them to take it out. It worked in their legs and now in their back. They had adjusted it every which way with no relief. The patient had been working with their physician and wanted them to come back in again but the patient did not want that. The ins was ¿building out¿ this was noticed in (B)(6) 2015.